Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple occlusion alarms occurred. Multiple infusion set changes were performed and the occlusion alarms continued. Reportedly, the pump is worn against the customer's skin. The customer's blood glucose (bg) level was 441mg/dl and a correction bolus via the pump was delivered to address the bg level. A system check was performed and the pump performed as intended. No damage was noted to the infusion set cannula. Reportedly, insulin deliveries were resumed after performing the cartridge change during the system check.